Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction with a keypad that did not work was confirmed and duplicated by baxter service personnel as an inoperable pumphead keypad. The root cause is unknown. This condition was corrected by replacing the pump head module. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump malfunction of a keypad that does not work. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 5.09.90. No additional information is available.